Event description:
Additional information was received. It was reported that ten days post index procedure, the patient had a hematoma at the access site. The hematoma event was resolved approximately one month later. The investigator assessed this event as not device related but study procedure related.

Manufacturer narrative:
(B)(4).

Event description:
A review of cta's 2 weeks post-implant show that the stent graft was placed from the lsa (covered) into the descending thoracic aorta. The type b dissection extended the entire descending thoracic aorta, distally into the left common iliac artery. There was also a type a ascending dissection which was seen along the entire arch from the heart valve extending to the proximal stent graft's bare spring. The cause of the type a dissection could not be determined; it is possible that the stent graft may have contributed. Pre-existing condition (type b dissection) was a likely risk factor.

Event description:
Additional information was received. CT with contrast done 10 months post-implant revealed a new distal re-entry tear with reperfusion and antegrade expansion of the false lumen. Another manufacturer¿s 200 mm stent graft was used to extend distally, covering the new re-entry tear and excluding the false lumen. The investigator assessed this event to be procedure related but not device related.

Event description:
Additional information was received. The event was assessed by the investigator to be device and procedure related. A secondary intervention was performed to surgically replace the ascending aorta and aortic arch with a surgical graft. The stent graft was not explanted. This procedure resolved the type a dissection. Also at the time of the secondary intervention a pericardial effusion was discovered, drained, and resolved. The investigator assessed this event to be not device and not procedure related.

Manufacturer narrative:
Methods: films.

Event description:
Date of aortic dissection has been corrected.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a type b thoracic aortic dissection. The subject presented with abdominal pain, back/chest pain, and lower limb ischemia, and was treated emergently. The dissection was complicated by malperfusion, but there was no pre-op rupture. The diameter of the proximal aortic neck was 20mm, the length was 15mm, and the neck shape was parallel. The maximum aneurysm/dissection diameter was 40mm. The length of the distal aortic neck was 30mm. The minimum diameter of the access vessels was 10mm. The initial dissection assessment included visceral, renal, and lower extremity malperfusion. The smallest diameter of the true lumen was 6mm, and the maximum aortic diameter at the level of the smallest diameter of the true lumen was 38mm. The proximal start of the false lumen was in zone 3, and the false lumen extended below the aortic bifurcation on both sides. There were no visible re-entry tears. The proximal end of the stent graft was implanted in zone 2, intentionally covering the left subclavian artery. CT with contrast done approximately 5 days after implant revealed evidence of a retrograde type a dissection. This did not result in a new clinical event/intervention. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: dissection. Predisposed event (pre-operative dissection). Insufficient information; cause is unknown. Conclusions: dissection. Insufficient information; cause is unknown.